Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, customer changed the pump supplies to address the issue and elevated bg.